Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). The physician advanced the 20mmx 2mm coyote es balloon catheter to the lesion. The balloon was inflated and ruptured at 8atm. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).